Event description:
It was reported that during a da vinci-assisted pulmonary segmentectomy surgical procedure, the customer reported the fenestrated bipolar forceps had a broken conductor wire. There was no report of patient involvement or no reported injury. Intuitive followed up and confirmed that the instrument was inspected prior to use. There was no damage out of the ordinary. The damage was broken cable. There was no loss of cautery associated with the cable. No signs of thermal damage were found. No fragment fell in the patient. A backup instrument was used. There was no patient demographic information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps had damage to the conductor wire insulation at the yaw pulley. There were no material missing and the conductor wires were not exposed. The conductor wire insulation was damaged, but the wire was not frayed or fully broken. The instrument passed an electric continuity test. Components adjacent to the damaged wire insulation do show damage. The instrument had mechanical indentations on the yaw pulley. Root cause is attributed to mechanical impact, such as accidental drops the instrument, or inadvertent collisions with other instruments, or hard surfaces, during handling or usage. The instrument also had mechanical indentations on the yaw pulley. The instrument also had a broken grip cable at the distal end. Image of the broken grip cable did characterize the failure mode identified during failure analysis. The probable root cause of cable breakage, whether partial or full, is attributed to damage to the cable through external collisions, during use, or during reprocessing. The instrument was also found to have a broken grip cable at the distal end.